Manufacturer narrative:
D9: date returned to mfg.: 6/3/2024. H3 and h6. Evaluation codes: updated. One statlock securement device was received for analysis. However, this third-party device does not align with the affected viavalve i.v. Catheter product described in the complaint. As a result, no investigation or root cause analysis could be conducted given that the affected product was not returned for analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. As the reported event could not be verified and/or confirmed with confidence no further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that IV inserted to pt's rua. Upon insertion blood began to come out of catheter where it meets/connects to blue hub. IV removed with catheter intact. Patient required second IV insertion, no harm just inconvenienced. There was patient involvement and no patient harm/adverse event reported.